Manufacturer narrative:
Approximate age of device: 5 months. The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The report of hemolysis and suspected thrombus was confirmed based on the evaluation of vad-56433. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed denatured thrombus rings adhered to the inlet bearing cup and ball. The thrombus rings appeared to be to develop in laminated layers, which suggests that they were present while the pump was operating. Prior to disassembly of the pump, the thrombus rings were likely a single thrombus formation. Non-laminated depositions were present in the outlet stator. The depositions were not adhered to the bearing ball or the stator blades, lacked lamination, and lacked denaturing. Although their origin and a duration in which it was present in the pump cannot be conclusively determined, the depositions did not appear to have originated in this location. Examination of the body of the rotor showed contact marks on the cone section/outlet side. These marks would have most likely been the result of a larger deposition being present in the outlet stator at some point while the pump was operating and the rotor was spinning. However, evaluation of the returned pump did not show any significant deposition in this area that would have caused these marks. The thrombus formations found in the pump would have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope, revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient was transferred from another hospital several months ago and arrived with suspected pump thrombosis and an elevated lactate dehydrogenase (ldh)level. The patient was started on angiomax. It was reported that the patient was extremely debilitated and it was felt that he would not have survived a pump exchange when he first arrived at the center. He was transferred to another center for rehabilitation. He subsequently improved to new york heart association functional classification I-ii. At an unspecified date later, the patient was readmitted with an elevated ldh and a pump exchange was completed on (B)(6) 2014. It was reported that upon examination, a clot was observed near the inlet bearing. It was reported that the patient is doing much better.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: thrombus. Additional information also included indicated: hemolysis: yes. Abnormal pump parameters: yes. Event confirmed: y. Device malfunction: u. No cause identified: yes.